Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized. Reportedly, the pump was not the cause of the hospitalization; however no additional details and nature of hospitalization were provided.